Event description:
The consumer reported that the implant battery was giving her a problem, it was sore in that area. The patient stated at first she thought it was from sitting and sometimes from the pressure from the belt in her pants. The patient had spoken with her healthcare provider who stated he was going to change out the battery and wanted a manufacturer representative to come and test the device. The patient reported that she had fallen a couple of times this year. The soreness was noted as occurring for six months. The indication for use was degenerative disc disease. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.